Manufacturer narrative:
A full examination of the pump could not be conducted, as the pump remains in use supporting the patient. A device-related root cause for the patient's gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted for maroon colored stool for 24 hours. A decrease in the estimated pump flows was also noted. On admission, the patient¿s hemoglobin was 9g/dl but decreased to the 6g/dl range within 6 hours. The patient¿s mean arterial pressure was stable, his inr was 3.3. The patient's anticoagulation was stopped. On (B)(6) 2015 the patient was taken to interventional radiology where two unspecified locations were embolized. The patient received 3 units of packed red blood cells (prbc); however, on (B)(6) 2015 his hemoglobin was still unstable, and dark stools were still noted. The patient was returned to interventional radiology where 3 clips were placed to bleeding sites near the hepatic flexure. By (B)(6) 2015, the patient's inr had floated down to 1.2. During this course (dates not specified), the pump speeds were increased from the high 8000¿s to 9600rpm because it was believed that the bleeding was caused by a clot in the gut that broke off. The anticoagulation was titrated up to a therapeutic range and the pump was adjusted to optimal speed. The patient was discharged home on (B)(6) 2015. The patient has been going to his clinic visits per his regular schedule, and no further issues were reported.

Manufacturer narrative:
Approximate age of device ¿ 60 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.